Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using the adc freestyle libre reader due to a fast draining battery issue. Customer further reported that during the evening of (B)(6) 2018, she was unable to test and experienced unspecified symptoms of hypoglycemia, so a caregiver injected her with glucagon. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has performed mix match testing on the returned reader and determined the likely cause of the fast draining battery was due to a faulty microcontroller unit (mcu) or poor solder connection between the mcu and printed circuit board (pcb). Visual inspection was performed on the reader and did not observe any visual abnormalities with the unit. After performing the battery current consumption test on the reader, it was observed that the current for the reader was higher than the specified limit therefore, the issue is confirmed.

Event description:
Customer reported being unable to test using the adc freestyle libre reader due to a fast draining battery issue. Customer further reported that during the evening of (B)(6) 2018, she was unable to test and experienced unspecified symptoms of hypoglycemia, so a caregiver injected her with glucagon. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection performed on the returned reader, no issues were observed. The reader powered on with button depression after the reader was charged. Reader powered on with usb cable. The reader was de-cased and visual inspection of the pcb (printed circuit board) found no observations. The battery was tested and checked for leakage currents, no issues observed. Power consumption test was not within acceptable limit. Further investigation will be conducted.

Event description:
Customer reported being unable to test using the adc freestyle libre reader due to a fast draining battery issue. Customer further reported that during the evening of (B)(6) 2018, she was unable to test and experienced unspecified symptoms of hypoglycemia, so a caregiver injected her with glucagon. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.